Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194, implantable pacing lead - (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient complained of pain in the left shoulder around the device implant area. The system was explanted,and the same device was implanted on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.